Manufacturer narrative:
Correction made to f10/h6: component codes: remove previously submitted g04084 additional information: g2: report source, h6, and h11. H11: the device was received for evaluation with an amia patient connector attached. Visual inspection was performed and a separation between the female connector and main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The transfer set was connected and disconnected using the returned amia patient connector by hand and no issues were observed. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect the cassette tubing as the navy-blue part (female connector) of the transfer set was rotating with the cassette tubing. The patient clamped and cut the cassette tubing to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.